Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane and the cable between the backplane and generator driver. System operates as intended.

Event description:
Customer reported the system displayed a low ma error and would not display an image. No pt injury was reported.